Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the idler pulley pin missing from the grips. The pin was not returned with the instrument. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. The probable root cause is attributed to missing components provided by the supplier.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgery, the cable guide of the fenestrated bipolar instrument broke, and a fragment fell inside the patient. The instrument was inspected before use; no unusual findings were noted. The instrument partially collided with the monopolar curved scissors. The fragment was retrieved using a laparoscopic clamp. There was a procedure delay of less than 15 minutes. At this time, the cause of the breakage is unknown. The procedure was completed as planned with no adverse impact on the patient.